Manufacturer narrative:
Though requested, additional pt information was not provided.

Event description:
Reportedly, during pt use, the power pac battery indicator did not change from 0%. The pt was manually ventilated and then transferred to another ventilator. There were no adverse pt effects reported.